Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Three different programmers were used but interrogation was unsuccessful. The patient was seen two months previously and the battery was fine. Boston scientific technical services (ts) was contacted for additional assistance; however, the crt-p still was unable to be interrogated. No adverse patient effects were reported. The patient was sent home and will be brought in again next week. The model/serial information was not able to be obtained as the patient did not bring the implant card with for the follow up visit.

Manufacturer narrative:
This investigation will be updated once further information is provided.

Event description:
Additional information was received that the patient lives in a very remote location and has not returned. The physician has decided to not explant the device as he feels that there is no conclusive evidence to do so. The patient has been scheduled to be seen in a few weeks and has been instructed to bring all the records on the device. No adverse patient effects were reported.

Manufacturer narrative:
The crt-p remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen for another follow up and provided the paperwork in their possession to help identify the model and serial information for the implanted crt-p. The device still could not be interrogated. A magnet was applied and it was confirmed that the crt-p had a magnet rate of 100 ppm. No adverse patient effects were reported. The patient will continued to be followed through routine three month follow up visits.